Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer received the outer shipping carton containing sp0216 water damage. There was no patient involvement.